Event description:
From clinical trail study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, the pt's system could not be flushed to allow for admin of scheduled clinical trial drug dose on (B)(6) 2012. An x-ray examination was performed in response. The xray examination showed that the catheter portion of the device was not visible within the intrathecal space. The system was surgically explanted. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.